Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for a left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non penetrating nock, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side rupture. Later, healthcare professional reported capsular contracture baker grade IV. Device has been explanted and replaced with non abbvie.

Event description:
Patient reported rupture. This record is for a left side. Device was explanted.